Event description:
A 3.5mm diameter x 18mm length ave micro stent ii was inserted into the circumflex coronary artery. It was not possible to cross the target lesion due to angulation and calcification of the target vessel, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal it was attempted to retract the stent into the guide catheter. But it could not be retracted further. The guide catheter, guidewire and stent were retracted as a unit to the right iliac artery. Where the stent dislodged from the stent delivery system balloon. The physicain did not follow the instructions for removal of an undeployed stent when the attempt was made to pull the stent into the guide catheter. The stent was successfully snared from the pt and discarded. The target lesion was treated with percutaneous transluminal corornary angiopiasty only. There was no additional clinical sequlae reported relative to the event.